Event description:
Pt noticed that pump infused too fast; infused 25 hours instead of 48. No adverse event occurred. Asked but not provided.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and f/u report will be filed.